Event description:
It was reported to medtronic minimed that the customer experienced a hyperglycemia. The customer blood glucose was 357mg/dl. The customer also wanted to check pump basal settings. The event involved product(s) pump mmt-1780kpk. Troubleshooting was performed and confirmed the pump programming issue. No harm requiring medical intervention was reported. Product return was requested for mmt-1780kpk and customer response was the pump mmt-1780kpk was returned for analysis.

Manufacturer narrative:
(B)(4). Pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. High sleep current and pump error 63 alarm noted during testing. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2022, there is no unexpected alarms/suspends found. The bolus deliveries that the customer manually programmed not recorded on the event date. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.47 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery was not confirmed. Pump error 63 alarm and high sleep current was observed during analysis and was isolated to the electronic assembly. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.